Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound did not work. Timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
A customer reported that the ultrasound did not work prior to a vitrectomy procedure. There was no patient involvement. The procedure was initiated and completed with an alternate system with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 16, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).